Event description:
Healthcare professional reports a case of possible alcl. This was discovered after the pt presented with complaint of seroma. There have been no labs presented in this case to date.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0% (other complications). Swelling = 7.1%. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).